Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, phrenic nerve palsy (pnp) was observed. The procedure was switched to radiofrequency. The completion of the procedure was extended due to the onset of pnp. The case was completed with radiofrequency. No further patient complications have been reported as a result of this event.